Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd alaris smartsite needle-free valve, the device experienced occlution. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: it was reported that the bd smartsite needle freevalve has the same issue of the inability to flush. We are continuing to have issues with the bd smartsite needle freevalve lot number (10) . I have at least 8 in my office with the same issue of the inability to flush.

Event description:
It was reported when using the bd alaris smartsite needle-free valve, the device experienced occlusion. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: it was reported that the bd smartsite needle freevalve has the same issue of the inability to flush. We are continuing to have issues with the bd smartsite needle freevalve lot number (10) . I have at least 8 in my office with the same issue of the inability to flush.

Manufacturer narrative:
H.6. Investigation: 11 samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The sets were successfully flushed. The customer complaint that the bd smartsite needle freevalve has the same issue of the inability to flush could not be replicated. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. A device history record review for model 2000e lot number 21095870 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21095870 regarding item #2000e. H3 other text : see h.10.